Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, that the battery gauge was intermittently fluctuating, and the wake button was intermittently sticking and unresponsive. Additionally, it was reported that the pump usb port was loose resulting in difficulties charging the pump. It was also reported that the pump touchscreen display was gray and difficult to see, and that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.